Event description:
The lay user / patient contacted lfs alleging an error 2 message on their one touch ultramini meter. The patient mentioned that the alleged issue with their one touchmini meter began on (B)(6) 2011 at around 2:40pm. Approximately 20 minutes later, the patient developed symptoms of feeling nervous and shaky. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product was being used. There was no misuse of the product. The meter powered on by pressing the power button. The product was replaced. The complaint is being reported since the patient alleged that due to the error 2 message, he was unable to test his blood glucose and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 dirty. A secondary issue was also noted, the meter was found to also have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.